Event description:
Information was received that a smiths medical cadd legacy plus pump under delivered medication. A nurse reported that on assessment of bag volume it was noted that the bag of 5fu seemed full. The bag was not flat as was expected. Full dose had not been given despite what was indicated on pump. Pump indicated full dose of 138cc was administered. The patient denied any high pressure indicators or any alarms over the past 46 hours. No adverse patient effects were reported.